Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A surgeon reported that results following hyperopic refractive treatment were not satisfactory. Unexpected result were noted one day post-operatively. Patient was undertreated and remains hyperopic. Patient will not end up plano three months post-operatively. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The surgeon has informed that the patient lives outside the country and therefore no one to three month refraction was done. The doctor informed that recently the patient informed that they are doing better now and that vision is gradually restored. Additional information was received. The surgeon mentioned that results of hyperopes are much better now. Surgeon was using custom ode and was changing the target to reach mono vision. Surgeon has changed his refraction technique recently and the amount of prescription added for correction.

Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).